Event description:
It was reported that the board needed replacement. During physical inspection, it was found that the device label item number was incorrect. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device label item number was incorrect and a torn battery door gasket. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the battery door was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.